Event description:
The customer reported obtaining no value thyroid stimulating hormone (tsh) results on the access 2 immunoassay system of a unicel dxc 600i synchron access clinical system. There were no erroneous results reported out of the laboratory and there was no indication of concern over delay of results. There were no reports of injury or harm to any users in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer. It was discovered that one of the access automation rack aliquot vessel holders had broken and was interfering with sample processing. The customer resolved the issue by replacing the rack and rerunning the sample on the instrument. There is insufficient information to determine the cause of the breakage.